Event description:
It was reported that the implant at tooth site #14 was removed due to peri-implantitis. (B)(6) 2025 patient came into office to eval implant. Referring dds noticed swelling and pus. Dds prescribed amoxicillin. Patient states it has been tender. Since crown was placed by dds. 2-4mm probing around implant but no swelling or drainage at that time. (B)(6) 2025 more bone loss present and crown is loose. Implant removed and placed puros graft. New implant placed on (B)(6) 2025 symptoms as a result of the event: swelling.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: email unknown / not provided. E1: last name unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.